Event description:
It was reported that during a supply change the user could not seat a new cartridge in the ilet due to not rewinding first, experienced hyperglycemia with a reported blood glucose of 273 mg/dl after running out of insulin overnight, and later learned the infusion set had been inserted incorrectly; replacement infusion sets, connectors, and cartridges were arranged, and the user planned reconnection with additional training. Symptoms included elevated blood glucose. Outcomes included temporary interruption of insulin therapy and need for troubleshooting and education, with return to target range thereafter. Investigation included call triage, step-by-step troubleshooting for rewind and supply change, follow-up calls, and coordination with training support. Investigation of this case revealed user handling issues related to pump rewind and infusion set insertion, alongside depletion of insulin supply. It was concluded that the event was user-related with cause of hyperglycemia unclear and not attributed to a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.